Event description:
The pt underwent implantation of a synchromed pump and catheter in 1999 for intrathecal infusion of baclofen to treat intractable spasticity related to multiple sclerosis. The pt's attorney contacted the MFR alleging "the synchromed pump is dangerous and defective, contains significant risks and adverse consequences from its use and cannot be calibrated or regulated to infuse baclofen without causing excessive flaccidity, incontinence and loss of muscle strength in multiple sclerosis pts such as this pt."